Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the insulation of harmonic ace was peeling off from the tip of the instrument. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported.